Manufacturer narrative:
(B)(4). Investigation summary: unconfirmed, no issue observed. Investigation conclusion: the customer issued a complaint for 1 disassembled device detected by end user. Sample and photo were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Root cause description: based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process. Rationale: complaint is unconfirmed.

Event description:
It was reported that ultrasafe x225l png clear safety device separated before use. The following information was provided by the initial reporter: during the investigation of a claim, the safety was found disassembled in 3 parts.